Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display or partial display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 16-jul-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and keypad overlay texture damage. No delivery/occlusion alarm, failed batt test, blank display, and missing segments/partial display were not confirmed during testing. Cosmetic damage was confirmed at the keypad. Cosmetic damage at the display window and screen were not confirmed during visual inspection, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump had stopped working and was difficult to restart. The customer also mentioned that the right button was peeling, the pump screen was cloudy, it was rejecting new batteries, and unexplained 'no delivery' alarms were being received. The customer stated that the location of the damage was at the keypad, display, and the display window cover. The customer reported no adverse event. The event involved product(s) unomedical, unk_disposables, mmt-1884. Troubleshooting was not performed for the past event insulin flow blocked alarm. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was not performed for the blank display, battery failed alarm. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for unk_disposables. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.